Event description:
It was reported while changing the insulin cartridge during use, the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had air bubbles that would not release and leaked from the needle hub. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "contact reported she was changing customer¿s cartridge, and the syringe would not get rid of air bubbles and appeared to have a leak between needle and orange part of needle."

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while changing the insulin cartridge during use, the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had air bubbles that would not release and leaked from the needle hub. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "contact reported she was changing customer¿s cartridge, and the syringe would not get rid of air bubbles and appeared to have a leak between needle and orange part of needle."